Manufacturer narrative:
Date of event estimated. Date of explant is unknown.

Event description:
It was reported that surgical intervention was undertaken at unknown date for unknown wherein the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.